Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 8/13/1999. Consumer removed earring due to swelling. On 8/19/1999 consumer sought medical treatment for infection at the piercing site.